Manufacturer narrative:
Cmo inspected retained lots 67021 and 66807, no abnormalities were found during testing.

Event description:
A representative from a direct customer was contacted by a customer of theirs reporting that cannulas are breaking from two items 830365 lot 67021 and 830565 lot 66807.